Event description:
Customer reports meter result of 962mg/dl while using the advantage system. This result is outside the numeric reading range of 10-600 mg/dl of the device. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.